Event description:
A us distributor contacted zoll to report that a patient developed a sore under the lifevest equipment. Patient described the area as irritated red sore. There was no alleged device malfunction contributing to the irritation. The patient¿s physician placed ointment irritation then they adjusted the lv to the right. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.